Event description:
It was reported that the 9800 system locked up and shut down. The left monitor had image burn in and the power switch would not light up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power switch, left monitor, and the gib board were replaced during the service call. The system was tested and found to be working as intended and put back into service.